Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch did not connect to its base station. Philips has confirmed that the reported failure is due to a connectivity issue. The connection was not re-established. The customer is currently using the wired footswitch instead of the wireless footswitch. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the when the wireless foot switch (wfs) was pressed that the azurion device would not product x-rays. The customer used a wired footswitch instead. The device was inside clinical use at the time of the event. No patient harm was reported. A philips field service engineer (fse) visited the site and replaced the footswitch. The device was returned to expected functionality.